Event description:
The patient experienced a change in therapy effect/return of patient symptoms. The next day, sunday, the patient took oral baclofen. On monday, the patient was itching and went to see his physician. The patient was given a 25 mcg bolus with no effect. The patient was given high dose oral medications. By tuesday, the patient seemed over medicated and was "floppy." Then late tuesday and wednesday the patient's symptoms were fine. On thursday, the patient's spasms returned. The pump was interrogated and the logs were read; there was no indication of motor stalls. A dye study was planned in 2008. The catheter dye study was done and read as "negative" for problems. About 1 1/2 weeks later, the patient complained of "feeling awful" and went to the emergency room. The patient felt the pump was malfunctioning. The pump was interrogated and appeared to be functioning fine. The patient's health care professional (hcp) decided to take the patient in for an exploratory procedure. He did not feel there was a pump issue and according to the catheter dye study report the catheter was fine. During the procedure it was noted that there was good back flow but when the hcp pulled the catheter it was noted that there was a tear in the suture groove. This was repaired with a sutureless connector and the patient was sent home. The patient was reported to be doing fine following the revision surgery. The pump was used to deliver baclofen.

Event description:
Additional information indicated the patient was an ambulatory ms patient. Additional symptom of tachycardia was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter.

Manufacturer narrative:
(B)(4).